Manufacturer narrative:
Philips service removed the sheets from the c-arm and restored the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm was obstructed by sheets, preventing movement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.